Event description:
The pt came to the office complaining of a red, irritated right eye for 24 hrs. The pt had been wearing extended-wear disposable contact lenses for the last 3 yrs. The examination showed a one mm white corneal infiltrate consistent with early bacterial keratitis. The eye was injected and irritated.